Event description:
It was reported that during a device replacement procedure, the physician noted that the shock impedance measurement from the right ventricular (rv) lead was greater than 200 ohms. The physician turned off electrocautery, but the high impedance persisted. The rv lead was subsequently unscrewed and screwed back to the device and the shock impedance had stabilized to 61 ohms. At this time, both the device and the rv lead remain implanted and in-service. No adverse patient effects were reported.